Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported cracked cartridges that seem to be an issue about a year and a half ago and it hasn¿t been any problems since. There are two medical device reports associated with this reporter who reported cracked cartridges. This file is for an unknown number of events that occurred about a year and a half ago.